Event description:
A letter was received on 09/28/ 2011 with the following report: "at (B)(6) 2011 an event took place with a client of (B)(6). Client drove in her electric chair with an arjo sling (B)(4). The flaps of the sling could have possibly come between the wheels of the wheelchair. Client has fallen with the wheelchair and the wheelchair has fallen on her. She got injured and has deceased the next day in the (B)(6) (hospital) at (B)(6). This event has been investigated by justice as well as (B)(6). The investigation by (B)(6) took place at 20 september 2011." The letter was dated 09/23/2011; the (B)(6) informed the customer of their obligation to report the incident to (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR medibo medical products (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.